Manufacturer narrative:
Additional manufacuring narrative: other, other text: the returned radical-7 was evaluated. The handheld was returned without a battery. After a lab battery was installed into the device, and a masimo tester was connected to the 20-pin connector, no errors or loss of measurements were observed when the cable was manipulated along the flex cable.

Event description:
The customer reported the radical-7 "loses spo2 signal when you move the cable." There was no patient impact or consequence reported.

Manufacturer narrative:
Masimo's initial report identified the model as number 25054. Model number 9500 is associated with the gudid number. Part number 25054 is the subassembly to part number 9500. This supplemental MDR updates the model number to 9500 and brand name to radical-7 to ensure correlation with the gudid number.

Event description:
The customer reported the radical-7 "loses spo2 signal when you move the cable". There was no patient impact or consequence reported.

Event description:
The customer reported the radical-7 "loses spo2 signal when you move the cable." There was no patient impact or consequence reported.

Manufacturer narrative:
Additional manufacuring narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the radical-7 "loses spo2 signal when you move the cable." There was no patient impact or consequence reported.

Manufacturer narrative:
Other text: UDI related data quality updates only. This correction updates the UDI number to include the di and pi fields, all numbers, letters, parentheses, and symbols.